Event description:
The consumer's nurse called into customer support on (B)(6) 2015 to report that, "she is concerned about the consumer's high blood glucose results". During the call to customer support the consumer reported, "that one night two (2) hours or so after eating dinner she performed a blood glucose test getting a result of 400 mg/dl. According to the consumer she did not treat herself based on this result. Shortly after the consumer started to feel 'low' required medical intervention. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Consumer declined to perform any further troubleshooting with control solution and/or perform any blood glucose tests.

Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020214287 expiration date: 10/2016 control solution lot # 1030514339 range: 82-127 mg/dl. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.